Event description:
Terumo received the following reported information: following a radial catheter procedure, the physician placed a tr band on the patient post-procedure and within seconds the band deflated. It was unknown how many ml's of air was injected into the tr band when it was applied. The air was leaking from the pillow. The staff held pressure to place another band which also immediately deflated and when attempting to place a third band it was dropped on the floor. The staff decided to use another lot and was able to place that band successfully. The device was not manipulated before use in any way ¿ pre-use or during storage. The product was stored in the storage closet prior to use. The device did not have noticeable damage. The blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager cath lab. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR (B)(4).